Event description:
It was reported there was an issue with the lead. Follow up reported the hub disconnected from the stylet while trying to remove stylet from lead. They were unable to remove the stylet while the lead was in the epidural space. Once lead was removed from epidural space it was still difficult to remove. The representative was able to remove stylet with a lot of difficulty but was able to rethread through the lead array. Follow up reported impedances were normal. Reprogramming was done in the past but did not change patient perception of sudden change in strength. The x-ray revealed the system was intact with no change in lead location. The device was replaced and the patient was doing fine. Device was replaced because the patient was not getting adequate coverage to their left foot. After about two months the patient was getting more stimulation to the right foot than the left. Reprogramming was attempted but the patient continued to have more stimulation to the less affected right foot. A second lead was added to get better coverage to the painful left foot. It was later reported there was a lot of difficulty placing the lead. Then upon attempt to remove stylet the hub disconnected from the stylet and the wire could not be removed without removing lead from epidural space. It was noted even out of the epidural space it was very difficult to remove the stylet. It was noted once the stylet was passed off the field to the representative they were able to remove stylet but could not advance stylet back into electrode array. It was noted an alternate lead was used with success. Positioning difficulty was noted. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical device: product ID: 3778-60, lot#: va04e2g011, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory product ID 3778-60, lot# va04e2g011. Analysis of the lead (lead 3778-60 1x8 compct w/o perc 60cm, lot #va04e2g011) found a broken conductor (overstress/damage). Number 7 conductor was broken at the proximal edge of the #7 electrode sleeve (overstress/damage). Analysis of the stylet found its handle separated from the wire. The wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.